Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.